Manufacturer narrative:
The soft cannula was observed to be stretched. The top housing was observed to be cracked. Fluid flowed freely through the entire fluid path though the soft cannula was stretched. No blockages or leaks were observed. No other damages or defects were observed that would prevent the delivery of insulin.

Event description:
It was reported the patients blood glucose level rose to 450 mg/dl while wearing the pod between 36 and 48 hours. As treatment, the patient gave themselves an injection.